Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (alarm 30) occurred. In addition, it was reported that the customer experienced a low blood glucose (bg) level of 38, cause was unknown. Customer consumed glucose tablets to address low bg. Lastly, it was reported that the o-ring came of the cartridge and was on the pneumatic tap. Customer removed the o-ring and was able to successfully load a new cartridge